Event description:
Add'l info received 7/22/99: current status of device: the device has not been returned to MFR for analysis. Info received from the user facility indicates the device has been capped and remains implanted.